Event description:
The pt was reportedly implanted with an ethicon tvt, on or about (B)(6) 2009, and an unspecified surgisis biodesign graft, on or about (B)(6) 2009. Both surgeries took place at (B)(6) and were performed to treat the pt's pelvic organ prolapse. The pt and her attorney have alleged that as a result of these products being implanted in the pt, the pt has experienced pain, injury, and has undergone corrective surgery. The following info was not provided by the complainant: specific info of the alleged injury; specific info regarding whether intervention was performed; specific info regarding why intervention was performed or what type/to what extent intervention was performed; specific correlation between device performance and alleged injury; current patient status.

Manufacturer narrative:
Ec conclusions: desc-1 - likely caused by another device not manufactured at cook biotech incorporated. Investigation into this claim has included a review of the claim allegations, a review of the cbi complain system and all other communication and investigation into this report/claim was handled by our attorney. Based on the info provided by the complainant, details regarding a specific correlation between the performance of the unspecified surgisis biodesign graft and the alleged injuries remain unk. Based on our experience and understanding of the relevant science and medicine, we speculate that the unspecified surgisis biodesign graft was likely placed to repair damage from the previous placed ethicon tvt product and/or to repair a recurrence of the pt's original defect. All other matters relating to this litigation are being handled by our attorney. If/when additional info is obtained, that alters our conclusion to this complaint, a follow-up MDR will be filed.